Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as red indentations. The patient was recommended to use derma cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.